Event description:
O2 flow meter was assembled incorrectly at the manufacturing facility. The high pressure take off line for a ventilator had an air fitting installed where there should be an o2 fitting. Manufacturer claims only the 4 mistakenly received by our facility are affected. No patients involved: events were discovered prior to the device being used on a patient. This event was found when the staff member noticed the wrong part was on the assembly. It is possible that a user not paying attention (human factor) could mistakenly hook up an air supply line to an o2 flow meter which would then provide an inappropriate air/o2 blend to the patient.